Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer had been experiencing high blood glucose levels for weeks, prior to hospitalization. Troubleshooting was performed and the programming was correct. Found several no delivery alarms in the alarm history.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.